Event description:
The customer reported the neck-strap hole at the flange as being "torn". The customer reported that this occurred after 28 days of patient use and that the patient required re-cannulation. The lot number of the tube is not known.

Manufacturer narrative:
The lot number is unk and therefore the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be drawn without the device or the lot number. It is noted that the report stated the event occurred after 28 days of usage. At 29 days a routine tracheostomy change would have been performed (if cannulation was still required). The manufacturer's directions for use states under caution: the manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine days.